Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA. The reported condition was not confirmed as the microscopic evidence observed indicates all staples were present at the time the device was fired.

Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon added support suture to the line to complete the procedure. The hosp has reported no pt injury occurred.